Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, a curved opening on radius, black mold like appearance, yellow particles in the gel, and fold creases. A microscopic analysis was performed which identified: two crease sharp openings on radius and wear abrasion. Based on the device analysis the final assessment is: two crease sharp openings on radius assessed as fold flaw opening.

Event description:
Pharmacist reported extracapsular rupture, infection and capsular contracture, baker grade IV. Left side. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection, and capsular contracture, baker grade IV.

Event description:
Pharmacist reported extracapsular rupture, infection and capsular contracture, baker grade IV. Left side. Device explanted

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device work order (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of feb 2019 through jan 2020, was noted an outlier in apr-19. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Pharmacist reported extracapsular rupture, infection and capsular contracture, baker grade IV. Left side. Device explanted